Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient receiving dilaudid via an implantable pump. The indication for use was unknown. It was reported that the patient representative (caller) wanted to review possible recalls for the patient's pump. The caller believed that the patient's pump was part of a recall because they had been notified as such. The manufacturer's patient services specialist (pss) reviewed pump recall. Pss confirmed the manufacture date of pump and confirmed that the pump serial number was not part of the recalls, and reviewed with the caller. The caller stated that the pump had never worked since implant. Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed. The caller requested physician listing; pss reviewed and sent a listing via email.